Event description:
It was reported the epg (external pulse generator) was connected to a patient for ventricular pacing. A pacing and sensing failure occurred. The patient had an intrinsice rhythm of about 30 bpm (beats per minute), so there were no patient complications. The epg was exchanged for another device. It was returned for service.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis could not confirm the reported event. No anomalies were found. (B)(4).